Event description:
New information received notes that the defibrillation impedance was high and out of range. Programming changes were made, the patient was stable.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was done. There were no patient consequences.